Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wet the bed during the night, possibly getting the pump wet. Upon waking in the morning, it was noted that an altitude alarm had occurred. Customer¿s blood glucose (bg) level was 461 mg/dl. Contact stated that bg level would be addressed by delivering a bolus. During troubleshooting, tandem technical support guided the contact through blotting the pump speaker vent with a lint-free cloth and the alarm was able to be cleared and insulin delivery resumed.